Manufacturer narrative:
Per the customer, qc had been within lab-established ranges. A field service engineer (fse) decontaminated the instrument and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 800 synchron clinical system was generating low anion gaps. The data provided showed that higher carbon dioxide (co2) results caused the issue. When samples were repeated on the other instrument in the lab, the co2 results were lower and those results were reported. No wrong results were reported out of the lab. There was no effect to patient treatment.